Event description:
Per the audiologist's this pt presented with a pseudomonas infection with blood and pus over the inplant site 2 months after surgery. The surgeon performed a revision surgery (date unk) to clean out the infection and then placed the pt on IV antibiotics. The surgeon will explant the device in the future due to this persistent infection. He wants to wait 3 to 4 months for the infection to heal before replacing the device.